Manufacturer narrative:
(B)(4). Additional information was received related to the clarification of ''wrong diopter''. It was stated that the intraocular lens (iol) rotated 90% in the eye and as a result the diopter was off by half. That is what was meant by ''wrong diopter''. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
Received report indicating that an abbott medical optics intraocular lens (iol) was implanted but rotated 90 degrees while in the eye. The rotation was noted on (B)(6) 2014 and the iol was explanted in a secondary procedure on (B)(6) 2014. At the time of this report no additional information was provided.

Manufacturer narrative:
Age was asked but not provided. Gender was asked but not provided. Model number asked but not provided. Serial number asked but not provided. Catalog number and expiration date are indeterminable without the serial number. Implant date asked but not provided. (B)(4) explant. Wrong power. Because the serial number is unknown, unable to determine device manufacture date. Placeholder.